Event description:
New information received stated that on (B)(6) 2019, the atrial lead was explanted and replaced. The patient's condition was stable before, during, and post procedure. The patient presented to the clinic again on (B)(6) 2019 and was noted to be in excellent condition.

Manufacturer narrative:
Final analysis found the complete lead was returned in one piece. The returned lead was 46.1 cm long. External abrasion was found breaching the outer insulation and exposing the outer coil at 18.0 ¿ 18.5 cm, 30.5 ¿ 32.0 cm, and 32.3 ¿ 34.7 cm from the connector pin. The abrasion damage found at 18.0 ¿ 18.5 cm was consistent with friction to the device can. The abrasion damages found at 30.5 ¿ 32.0 cm and 32.3 ¿ 34.7 cm were consistent with friction to another device or feature of the patient anatomy. Other damages found were consistent with procedural damage. No other anomalies were found. The reported event of noise was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via data transmission. Upon review of the data, it was discovered that the atrial lead exhibited noise that resulted in a pacing mode switch with pectoral muscle stimulation. The lead was reprogrammed to bipolar pacing and sensing. The patient was scheduled for continued remote lead monitoring.